Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on multiple patients. The one result example provided were: initial=13.30 miu/ml (>5.0 miu/ml and < 25.0 miu/ml will be no interpretation: grayzone) /repeated=365.97 miu/ml (> or =25.00 miu/ml=positive) /repeated multiple times=< 1.20 miu/ml (< or =5.00 miu/ml=negative) /colloidal gold=negative there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed a carryover study to troubleshoot the issue, the testing failed, and service determined the r1 arc, probe (08c94-47) the likely cause of the issue. The part was cleaned and the carryover test repeated yielding passing results. No additional discrepant result issues have been reported since the probe was cleaned. A review of the alinity I processing module, serial number (B)(6), service history review revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the arc, probe (list number 08c94-47).